Manufacturer narrative:
Concomitant medical products: 429888 lead, implanted: (B)(6) 2018; dtma1qq crt-d, implanted (B)(6) 2018. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day after implant there was high undefined impedance and high threshold on the right atrial (ra) lead due to a set screw problem on the cardiac resynchronization therapy defibrillator (crt-d). The set screw was adjusted and the device remains in use. No patient complications have been reported as a result of this event.